Event description:
It was reported that the patient suddenly had no hearing sensation anymore with his ci. Re-implantation surgery is being decided upon, the date needs to be confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.